Event description:
On (B)(6) 2012, the distributor contacted animas stating that when bolusing via the pump, the pump would reportedly deliver the first unit, then would immediately cease delivery for 5 seconds and then afterward's would deliver the remaining bolus. The rest of the bolus would reportedly come out faster than normal. It was noted that patient felt uncomfortable about the reported issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported due to the allegation that the pump was not delivering the full bolus amount at one time. Additionally, the remaining bolus amount reportedly delivered a lot faster than usual.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history shows that the pump setting for bolus delivery speed was set to "slow". During investigation, a normal 10 unit bolus and a 10 unit audio bolus were successfully performed and both boluses were fully delivered with the "bolus delivery speed" set to "slow". Both boluses were accurately recorded in the pump history. The keypad buttons were tested and were found to be responding appropriately to user input. There was no hypersensitivity found to the keypad buttons. No defect was found on investigation. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).